Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a battery out limit alarm during normal use. Battery was not out of the insulin pump when the alarm occurred. Customer's blood glucose was unknown. Insulin pump's setting was incorrect when the battery was replaced. Customer was able to reprogram the settings. Customer was advised that battery cap will be replaced. Customer will not be returning the insulin pump for analysis.